Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported 'no infusion' was reproduced as an under infusion. Flow rate accuracy testing was performed and the device did not deliver within specification. A review of the event history log revealed an 'upstream occlusion!' Message. The history log cannot be used to determine if the line was assessed for or cleared of the occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the under infusion was determined to be the out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced "no infusion". This occurred during programming/setup in the general patient ward. There was no report of patient injury or medical intervention associated with this event. No additional information is available.